Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the backup insulin therapy method, but no response was received. There was no adverse impact to the customer¿s blood glucose level.